Event description:
It was reported that during a ptca/stent procedure, deflation difficulty was encountered and contrast filled a portion of the delivery system balloon. The pt experienced elevated st, angina, and ventricular tachycardia. Force was applied and the balloon was able to be deflated without further problems.